Manufacturer narrative:
Device is a combination product. A synergy mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Proximal struts were lifted and pulled distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01may2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in moderately tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation with a 2.5x15mm non-boston scientific corporation balloon catheter, a 3.00 x 16 synergy drug-eluting stent was advanced but failed to cross. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.